Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, 7-900-230, hyfrecator 2000 230 volts ac - 50/60 hz electrosurgical unit, was being pre-op tested for an unknown procedure on (B)(6) 2026 when it was reported, ¿doctor burnt his arm while using the hyfrecator. No further details have been provided at this stage.¿ there was no report of injury, medical intervention, or hospitalization for the patient. There has been no allegation of device malfunction. Further assessment has been requested to determine the degree of burn; however, to date we have not received a response. This report is being raised due to the reported injury of unknown degree of burn.

Manufacturer narrative:
G3 initial awareness date was 3/31/2026.the device was overdue for preventative maintenance. No fault was found during the evaluation, and no additional problems were found.the service history was reviewed, and no prior data was found.a device history record (DHR) review was not conducted as the device has been in the field greater than 12 months.a two-year review of complaint history revealed there has been a total of 12 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4).per the instructions for use, the user is advised do not use the handswitched pencil with a footswitch. The unconnected switch connector can arc to nearby objects or personnel and cause a burn. Additionally, the IFU states the hyfrecator® 2000 should be tested by qualified service personnel on a periodic basis. Conmed suggests examination of the unit at least every 12 months.we will continue to monitor per regulatory requirements to help ensure patient safety.